Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's battery was not charging. The indicator light on the battery charger display was yellow. It was also noted that the orientation arrow on the plug contact is completely rubbed off. The battery was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis revealed an illegible release indicator on the output cable. The release indicator is located on the output connector to assist the patient during a connection or disconnection of a power source. During functional testing, test equipment was unable to read the battery status due to a damaged wire on the output cable. The damaged wire prevented the communication between the battery and battery charger, thus not charging. As a result, the reported events were confirmed. The most likely root cause of the illegible indicator on the output cable can be attributed to patient use or due to wear. The most likely root cause of the battery not charging can be attributed to a damaged wire along the output cable. If information is provided in the future, a supplemental report will be issued.